Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: fifty-seven sterile/unused priority pack plus 30 devices were returned and tested; however, only one leaked at 450 psi(pounds per square inch) with a max pressure of 451 psi. Upon further engineering review it was determined that the stopcock does meet the specification, as it withstood pressures up to 450 psi. There is no indication of a quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The stopcock used during the procedure has been reported under another manufacturing report #.

Event description:
It was reported that during the procedure, when attempting to pressurize, the indeflator would not hold pressure. It was noted that there was contrast leaking from the stopcock. No additional information was provided. ***during testing of the unused/sterile devices returned by the physician, one of the stopcocks had a confirmed leak.